Event description:
It was reported by the patient's mother that the patient was experiencing seizures daily when the typical rate was one seizure per week. Follow up with the physicians office revealed that there was no reference in the patient's notes to an increase in seizures at the most recent clinic visit, but it was mentioned that the seizure control was better than the last visit. It was reported that the patient's seizure frequency was marked down as two to three seizures a week. They were unable to provide a comparison to the pre-vns baseline frequency. The physician's office was unable to find any notation of vns diagnostics. No additional relevant information has been received to date.